Event description:
It was reported that during implant attempt the right atrial (ra) lead was positioned and dislodged multiple times. The ra lead was removed from the patient, tested, and the helix would not deploy. The ra lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, blood in/on the helix/lobe mechanism, the lead was stretched, and visual analysis revealed that the lead was damaged at implant. The analyst visual comment stated that the lead was returned and has been stretched causing the inner insulation tubing to buckle which prevents the helix functioning properly. The helix tests cannot be performed at this time.